Event description:
Additional information was provided that the impedances were greater than 2,000 ohms.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance and increased threshold measurements. The lead was therefore surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.